Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Two attempts to contact the customer to gather additional information have been made without success.

Event description:
Customer reported her precision xtra blood glucose meter would not turn on when the button was pushed or when a test strip was inserted into the port. She further reported this occurred the first time she attempted to use it on (B)(6) 2010 and again on (B)(6) 2010. She also noted her "sugar level went up" to 400 mg/dl and 489 mg/dl. It is unknown when these results were obtained or what meter was used to obtain them. Customer additionally noted experiencing polydipsia, vertigo, a headache and a dry mouth. It was also reported that on (B)(6) 2010 customer self-presented to a local healthcare facility. Customer was unable to state if she received a diagnosis, but noted she was given "medicine pills" (unknown type) in addition to drinking water. Customer noted this was a change to her normal medications. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As customer's meter was not returned a device history review of the meter was requested and performed. The device history review for meter sn (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.